Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time and date was inaccurate. There was no adverse impact to the customer's blood glucose. Customer was in the process of transitioning from the pump to another pump when the issue was observed.